Event description:
Healthcare professional reported "deflation" of a non-(B)(6) device. This record is for the right side. Device has been explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 1924. Device: 4061. Referencing report: mw5190674. This report captures right breast implant #1.